Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 failed. A field service engineer arrived at the station and confirmed that one auxiliary drawer was not on the bus. The engineer attempted to correct the issue but was unsuccessful, so the flat flex cable was replaced. After rebooting the station, all pockets were detected. The engineer performed a test and verified proper operation. The system functioned as intended after the field service engineer repaired the device.